Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged at the proximal end. One strut on the most proximal row was lifted upwards and pulled/ pushed proximally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that catheter crossing difficulties occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x16mm promus element stent was advanced however, the device could not cross the lesion. No patient complications were reported and the patient status was fine. However, returned device analysis revealed a proximal stent damage.